Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report.

Event description:
It was reported that the programmer used for follow up when powered off, moved from room to room and powered on, the programmer came up with a programmer error and it would not clear out after power recycling. The programmer was turned over to the medtronic personnel to run the programmer service disk which should clear the error. No patient complications have been reported as a result of this event.